Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed bench testing and functional testing.

Event description:
It was reported that the programmer had intermittent telemetry and the screen would occasionally go black. This screen would only clear if the programmer was rebooted. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.